Manufacturer narrative:
Product event summary:the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical products: 694958 lead, implanted: (B)(6) 2005; 419588 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead implanted on the left side, the right ventricular (rv) lead implanted on the right side and the other lv lead implanted on the right side were all explanted because they were "non-functioning" leads. The right sided rv lead and the left sided lv lead were analysis and it was determined that both leads had fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
694958 lead implanted: (B)(6) 2005; 419588 lead implanted: (B)(6) 2011; 1388t lead implanted (B)(6) 2000; 6725 adaptor implanted: (B)(6) 2011; d224trk crtd implanted: (B)(6) 2011; 419588 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.